Event description:
The second report of a product problem from the same facility. Cross reference with MFR. # 8010219-2011-00012. A cusa excel 36 khz c2602 hand piece was inoperable during a procedure. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.